Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-21773. It was reported that patient presented with an implantable cardioverter defibrillator (ICD) infection. The entire ICD system was explanted on an unknown date. Patient condition after the procedure was not reported.